Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Reference number (B)(4). Event occurred in the italy. It was reported that patient faced an event of insulin flow blocked on (B)(6) 2025. Blockage was located in the tubing. No further information was available.